Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable total hemoglobin (thb) result for one patient with a cobas b 221 analyzer when compared to a medica instrument. Of the data provided, there were discrepant results for the thb and partial pressure of oxygen (po2) tests. The thb result from the b 221 was 8.4 g/dl and the repeat result from the medica instrument was 11.7 g/dl. The sample was repeated two more times on the b 221 and the results were 13.5 g/dl and 11.4 g/dl. The po2 result from the b 221 was 133.0 mmhg and the repeat result from the medica instrument was 133 mmhg. There was no allegation of an adverse event. No erroneous results were reported outside of the laboratory. The calibration and qc were acceptable. The sensor cartridge s1 lot number was 21481005 with an expiration date of 02-mar-2018 and s2 lot number was 21482019 with an expiration date of 11-nov-2018.

Manufacturer narrative:
A syringe was used for the measurements on both instruments. The investigation is ongoing.

Manufacturer narrative:
The analysis of the instrument database did not find any errors with the coox module therefore, the thb result difference for the same sample measured by cobas 221 is consistent with a pre-analytical issue. The investigation did not identify a product problem. The cause of the event could not be determined.